Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. During the investigation, it was determined that the customer was using an expired creatine kinase reagent. Calibration was passed on the date of the event. Qc had 2 unusually high recovery peaks. A field service engineer (fse) determined that the vacuum bottle tubes were not installed correctly, and the lamp was defective. The fse performed many actions on the instrument. All mechanical checks, a photometer check, a cell blank measurement, and a hardware check all passed per specifications. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatine kinase-mb results with two patient samples run on a cobas 4000 c311 stand alone system. Sample 1: the initial result was 45.6 u/l. The repeat result was 21.0 u/l. Sample 2: the initial result was 31.8 u/l. The repeat result was 12.6 u/l. The repeat results were deemed correct.